Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed that the cannula was visibly dented at the distal tip, and it appears that the damage was most likely caused by user handling. It was determined that the tip deformation has the potential to cause instrument scraping in certain loading conditions. No other damage was found. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the cannula accessories returned by request from intuitive surgical, inc. From this specific site: MFR. Report #2955842-2007-00365, MFR. Report #2955842-2007-00366.

Event description:
The cannula accessory was returned by request from intuitive surgical, inc. As this site had previously returned an instrument, which showed indications of cannula related tube abrasion. See medwatch MFR. Report #2955842-2007-00220.